Event description:
The manufacturer received information alleging a ventilator's flow became weak and the airflow was decreasing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the allegations were unable to be confirmed. Service required codes were found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Operational sound was high, and the blower was replaced.